Event description:
Pt underwent cataract surgery on 01/15/99, and implantation of a starr model aa-4203vf intraocular lens. The lens tore, at the haptic/optic junction, during the insertion process so the surgeon enlarged the incision from 3mm to 6mm to remove the lens. The surgeon also stated that the pt preferred to be nearsighted so she can remove her glasses to read. Visual acuity is 20/20, "vasc" is 20/100. Dr said the pt is fine and her prognosis is good.